Event description:
It was reported that there was a shocking or jolting sensation. The patient was reportedly lying in bed when he felt he was "electrocuted about 3-4 times and they last about 3-4 seconds each time." It was noted that the patient had to "crawl" the day prior to this report because he "didn't have the strength or balance" to walk. It was stated that the device was "working great" and did not have any issues prior to these events. The patient reportedly did not feel "the changing" when switching between groups. It was noted that the programmer was syncing well with the implantable neurostimulator, the battery levels were "good," and the patient was getting stimulation. A couple weeks later, it was reported that the patient did not have any concerns with their device.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2006. Product type: lead: product ID neu_unknown_ext, serial# unknown. Implanted: (B)(6) 2006. Product type: extension: product ID 748240, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010. Product type: implantable neurostimulator: product ID 64001, lot# n288294, implanted: (B)(6) 2012. Product type: adapter: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387s-40, lot# v012374, implanted: (B)(6) 2006. Product type: lead. (B)(4).